Event description:
A doctor reported that a memory lens implanted in 1999 in a patient's right eye was diagnosed as opacified in 2002. The lens was explanted and replaced in 2002 with the patient's visual acuity reported as 0.4 od, no complications noted and prognosis indicated as good. No further information is availalbe at the time of this report.